Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on glucometer; cause was alleged to be due to pharmacy providing aspart instead of novolog insulin. Elevated bg was addressed via a correction bolus and manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Customer reports already speaking with hcp regarding high bg issues. Reportedly, customer used a family members insulin (novolog) and was able to successfully resolve the high bg.